Event description:
A patient fell while trying to get into the chair. The back right wheel did not lock as the patient went to sit down. The patient was within the weight limit for the chair. The patient landed face first on the floor.